Manufacturer narrative:
An event regarding seizing involving a d/m h-grip introducer was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The handle has light scratches in various areas. The top of the metal knob has gouges in various areas. The shaft of the device has light scratches in various areas. Conducted a function test on the returned device catalog: 6704-9-715 lot code: tacf910. The device is non-functional. The knob of the device will not turn with a great amount of force applied. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that seizing is a known issue for the d/m h-grip introducer.

Event description:
When trying to engage grip introducer ref# 6704-9-715 could not loosen it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When trying to engage grip introducer ref# 6704-9-715 could not loosen it.